Event description:
It was reported an issue with monosyn suture. The client reported that the needles bend on the 1st passage. No impact on the patient, since they took new threads each time. Surgical procedure: skin closure.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 unopened pouches and 1 used needle with the tip bent. Upon inspection, multiple surface indentations were identified on the distal tip of the used needle. These markings exhibit varying depths and geometries, consistent with mechanical impressions typically associated with the use of a needle holder. The distribution and characteristics of the marks suggest that the needle was clamped at the tip during handling. We have also tested needle bending strength of the involved used needle and the result is 8.6 nxcm in minimum. Fulfilling product specifications (7.2 nxcm in minimum). Needle bending strength of the unopened samples returned is 8.47 n x cm in minimum and fulfills the needle specifications for bending strength of 7.2 nxcm in minimum. Please note that in the instructions for use of the product in precautions it is stated: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process, and the product was released fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause is a wrong positioning of the needle holder/surgical instrument. The needle holder was too close to the tip. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.